Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with the display not working; this condition had the potential to interrupt delivery. This condition was found in the general patient ward upon power up. The facility representative stated that there was no patient involved and there were no reports of patient injury or medical intervention. No additional information is available. This device is an unremediated colleague pump with a user interface module software version of 5.04.00.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of a colleague infusion pump with a malfunction of "display not working" was not confirmed or reproduced by baxter personnel during product evaluation. The root cause was not identified. Therefore, no assignable cause could be provided for this condition and no repair was necessary. A device history record review was performed, and no abnormality was observed. Should additional information become available, a follow-up medwatch will be submitted.